Event description:
The customer reported the ventilator alarmed and turned off while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician noted a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician reported the ventilator performed a restart upon power on of the device in normal ventilation mode. The service technician replaced the power switch and a cable from the sensor board to the main pcb board to address the finding. Extended self testing and performance verification testing was completed and tests passed per operating specifications.